Event description:
Customer reported an issue with the a3 anesthesia system's pressure support ventilation mode, which may have affected anesthesia monitoring. No patient injury was reported.

Manufacturer narrative:
Company rep evaluated the system. Corrections included replacement of the flow sensor assembly valve. System was calibrated and safety tested to factory's specs.